Event description:
A surgeon reported a pt with an unusual outcome following an intraocular lens (iol) implant procedure. Additional information was received from the surgeon who reported the pt has been evaluated by a retinal specialist and there were no findings. The surgeon reported the pt has mild corneal edema. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).